Event description:
Smiths medical internationa ltd., has been notified of several events of user alleging the tube was in place and then the flange separated from the tube. The tubes were replaced. No adverse outcome reported. Reported to smiths medical internationa ltd. By pharmacy. The user alleges several events, however, no further details have been provided.